Manufacturer narrative:
The shaft of the screw was left in the patient while the fractured head was removed. As returned, the screw was fractured along the first thread closest to the head of the screw. Due to the fracture, only one measurement could be taken, which was found to be within specification. The device history records were reviewed for this lot, which the part originated from, and found conforming to the requirements at the time of manufacture. This device is used for treatment. A tap is provided in the system which can assist with screw placement when the patient has hard cortical bone that requires increased torque for insertion. The 2.7mm screws were tested in 2001 and were shown to exceed iso and astm minimum torque to failure and breaking angle values for 2.7mm cortical bone screws. Sem analysis observed that "elongated dimple patterns were observed, indicating the primary fracture mode to be shear as a result of torsional overload". Another important observation of the sem analysis was, "no significant damage, voids, or inclusions which might have contributed to the fracture were observed". The most likely probable cause of fracture is over-torqueing of the screw during insertion.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the head of the screw broke off during surgery. The shaft was left in the pt and the head was removed.